Event description:
It was reported that "staple jamming". A new stapler was used to proceed with the procedure. No patient harm or injury reported. The patient's status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "staple jamming". A new stapler was used to proceed with the procedure. No patient harm or injury reported. The patient's status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the pusher appeared loose in the cover block and staples were severely misaligned. The stapler was returned with approximately 2 staples remaining in the cover block, indicating that approximately at least 33 staples were fired by the customer. The trigger was returned unengaged. There was evidence of use in the form of biological material present on the device. Upon functional testing, the stapler was engaged and no staples fired. The stapler was attempted to be fired multiple times, and no staples were released due to the severe misalignment of the staples. Additionally, the pusher was observed to not move forward upon engagement of the trigger. The pusher was freely moving in the cover block. The device was disassembled, and it was observed that the saddle spring was fully disconnected from the pusher. Die casting anomalies were discovered on the forming tool of the returned sample. No defects were observed with the pawl assembly. No other defects or anomalies were observed. Per DHR the product visistat 35r 6/box lot # 73j2400956 was manufactured on (B)(4) 2024 a total of (B)(4) pieces. Lot was released on 10/11/2024. DHR investigation did not show issues related to complaint. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - info not provided" could be confirmed based upon the sample received. Visual examination of the returned sample revealed that the pusher appeared loose in the cover block and staples were severely misaligned. The stapler was returned with approximately 2 staples remaining in the cover block, indicating that approximately at least 33 staples were fired by the customer. The stapler was attempted to be fired multiple times, and no staples were released due to the severe misalignment of the staples. The device was disassembled, and it was observed that the saddle spring was fully disconnected from the pusher. Die casting anomalies were discovered on the forming tool of the return ed sample. The device was returned with the saddle spring detached from the pusher. Actions to address this issue of detached saddle springs were established as part of nonconformance, which was closed on 09-feb-2026. The sample was manufactured prior to these actions on 27-sep-2024. Teleflex will continue to monitor and trend on complaints of this nature.